Event description:
The customer states that a sample from a pregnant patient was tested using a cd sapphire analyzer generating the following results; wbc=5.24 k/ul, rbc=1.76 m/ul, hgb=3.70 g/dl and plt=119 k/ul. No errors were generated by the analyzer. The reported results were questioned by a physician. A new sample was drawn and all the results were about twice as high wbc=12.2 k/ul, rbc=3.98 m/ul, hgb=7.49 g/dl and plt=256 k/ul. There was a delay in reporting the retest results with no reported adverse impact to patient management reported.

Manufacturer narrative:
Investigation summary: the customer reported that a cell-dyn sapphire analyzer generated low results on one patient which showed no errors and so were reported out. The physician questioned the results. A new draw was made and this sample generated results that were approximately twice that of the first sample. The patient had to be redrawn, with a delay in reporting with no adverse impact to patient management reported. A technical service specialist (tss) ) visited in 2008 and resolved the problem by replacing the probe detector. The probe detector function is explained in the cell-dyn sapphire tm system operator's manual: during autoloader processing, the aspiration probe motor moves the probe down through the vent needle. When the probe touches the tube bottom, a sensor is tripped; this stops the downward movement of the probe and raises the probe slightly for aspiration. There were no short sample errors displayed, but if the probe detector is not working, the probe will not move upward after touching the bottom of the tube. Aspiration of the sample may be impeded by close contact with the bottom of the tube. Dispersional data alerts were present on the first sample for rbc, rbco, hgb, hct. The operator's manual, on page 3-55, states: a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a stained blood film review or notifying the physician. The first sample was tested in closed mode. If it had been repeated in open mode, the issue might have been identified for the run in closed mode. Trending: a review of the complaint reports, for 2007 through 2008, did not find any adverse trend for the complaint issue of low results on multiple parameters. Labeling: the event is addressed in the cell-dyn sapphire tm system operator's manual: use or function; system hardware; aspiration probe; 1-31 section 3: principles of operation; system initiated messages and data flags; dispersional data alerts; 3-55. Conclusion: the device involved in the issue was evaluated. A broken probe detector was identified as the cause for the malfunction that contributed to the event. The probe detector was replaced resolving the issue. There was no further impact to patient management reported for this issue. This is a final report. End of report.